Manufacturer narrative:
Ventilator serial number: (B)(4), date rec¿d by MFR : 24jan2019 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. (B)(4). No phone number provided. Additional information has been requested. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that during patient use, a problem has occurred on the ventilator.the ventilator was in use on a patient. There was no patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Report date: 22jan2019. Date rec'd by MFR: 21jan2019. Updated device code. Received information that the battery failed. The device showed message "defective battery". A quote for the new battery was provided to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Added method, results, conclusion codes. Report date: 22jan2019. Date rec'd by MFR: 22jan2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.